Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event. Spontaneous conversion of non-sustained ventricular tachycardia rhythm contributed to the false detection. The patient was inappropriately treated at 14:06:30. At 15:08:49 the patient received an appropriate treatment in response to vt. The post shock rhythm was sinus bradycardia. It was reported that the patient was conscious during the treatments. The patient was admitted to the hospital. The response buttons were pressed intermittently throughout the event. The patient is to receive an ICD.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The patient was taken to the hospital and has ended use. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Manufacture date: monitor sn (B)(4) (reused); electrode belt (B)(4): 09/01/2014 (initial use). Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4).